Manufacturer narrative:
Per the customer, the glucose electrode was installed in january 2010. The customer performed monthly cup maintenance. A four (4) month maintenance was performed in december 2010. Per the customer, qc was in range prior to this event. A field service engineer (fse) was dispatched for this event. Glucose instrument modifications (mods) were performed. The root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous glucose (glum) patient result when running in duplicate mode generated by the unicel dxc 800 pro synchron chemistry analyzer. The first patient result produced a result of 96 mg/dl and the second replicate produced a result of 72 mg/dl. The sample was repeated on an alternate instrument yielding a result of 96 mg/dl, which was reported. No erroneous results were reported out of the laboratory. Patient treatment was not affected in regard to this event, as the customer runs glucose samples in duplicate mode and verifies prior to reporting the result.